Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Customer telephone number was not provided. The access sars-cov-2 igg reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags, or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On 13oct2020 the customer reported erroneous reproducible non-reactive covid (sars-cov-2 igg assay, part number c58961 and lot number 971197). Patient results were generated on the customer's access2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The customer did not indicate whether the non-reactive covid results were reported out of the laboratory. The customer did not report a change to patient treatment or management in conjunction with the event. The customer reported reactive results were obtained on competitor platforms: abbott sars-cov-2 igg method, the roche sars-cov-2 antibody method and the I chrome fluorescence method (manufacturer not provided). There were no hardware errors, or other assay issues reported in conjunction with this event. System performance indicators such as system check, calibration, and quality control were passing within specifications at the time of the event. There were no issues with sample integrity reported by the customer. Customer did not provide sample information such as sample tube manufacturer, centrifugation, handling or other sample processing information.

Manufacturer narrative:
A1: full patient identifier is case (B)(4). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. E1: customer telephone number was not provided. H3 and h6: the access sars-cov-2 igg reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. On (B)(6) 2020 one patient sample submitted to beckman coulter was tested by the complaint handling unit (chu). Beckman coulter access sars-cov-2 igg and beckman coulter access sars-cov-2 igm testing was performed on the patient sample. A non-reactive sars-cov-2 igg result and a reactive sars-cov-2 igm result were obtained by the chu. In conclusion, the cause of this event cannot be determined with the available information.